Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an automatic reset. The patient's blood glucose at the time of incident was 129 mg/dl. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to confirm external flash crc error alarm and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.